Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly multiple times. Customer¿s blood glucose level was 600 mg/dl with high ketones resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. The customer was hospitalized multiple times and treated with intravenous insulin and saline fluids. Customer does not recall when they were released from the hospital. Customer did not sustain any permanent damage. Reportedly, the customer administered a manual injection to address bg level. Tandem technical support reviewed t:connect data and pump history pertaining to customer report of unexpected shutdown issue, however, no evidence of an unexpected shutdown was found. The customer reverted to an alternate method of insulin therapy.